Event description:
Bayer case number: (B)(4). Loin pain [loin pain] , joint pain initially in the feet and hands then generalised and diffuse [painful joints], concentration disorders [concentration impairment] , brain fog [brain fog] , swaying sensation [swaying feeling] , sjogren syndrome (eyes and mouth) [sjogren's syndrome] , migraine with aura [migraine with aura] , retro-orbital pain in the right eye [retro-orbital pain] , metrorrhagia [metrorrhagia] , amenorrhoea [amenorrhoea] , burning and tingling sensation in the hands [burning sensation of upper limb], burning and tingling sensation thigh & feet [paraesthesia foot] , burning sensation in thigh & feet [burning sensation of lower limb] , finger cramps [finger cramps] , hypersomnia [hypersomnia] , insomnia [insomnia], middle insomnia [middle insomnia], excessive thirst [excessive thirst] , photophobia [photophobia] , decreased visual acuity (-0.75 in each eye) [visual acuity decreased] , functional bowel syndrome [functional bowel syndrome] , vitamin d deficiency [vitamin d deficiency] , bloating [bloating] , tinnitus [tinnitus], vertigo [vertigo] , orthostatic hypotension [orthostatic hypotension], coughing fit [paroxysmal cough] , neuropathic pain [neuropathic pain] , erythemalgia [erythromelalgia] , feeling of morning stiffness [early morning stiffness] , neck pain [neck pain] , scapulagia [scapula pain] , gonalgia [gonalgia] , erythematous plaques on the temples and scalp [localised erythema] , couperosis on the face [erythrosis], former raynauds syndrome [raynaud's syndrome] , dry eyes [dry eyes] , oral dryness [oral dryness] , vaginal dryness [vaginal dryness] , cutaneous xerosis [skin xerosis] , feeling of permanent discomfort [medical device discomfort] , pre- and peri-menstrual pelvic pain. [Premenstrual pelvic pain] , painful background with paroxysmal attacks [weeping] , allodynia, pain numeric scale (nrs) 3 [allodynia], multiple awakenings, especially at 3.00 a.m. And 4.00 a.m [nocturnal awakening] , crazy dreams [dreaming abnormal] , weight gain [weight gain] , presbyopia [presbyopia] , mandibular pain [jawbone pain] , hypernosmia [hyperosmia] , word-finding deficit [word finding difficulty] , concentration impaired [concentration impaired] , fine grip disorders [grip strength decreased] , functional bowel syndrome with alternating between diarrhoea and constipation [alternation between constipation and diarrhoea], subjective fever without temperature [subjective fever] , bilateral fluctuating tinnitus [tinnitus] , vitamin d deficiency [vitamin d deficiency] , fibromyalgia-type chronic pain syndrome [fibromyalgia] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 03-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("loin pain") in a 42-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of depressive episode in 2010, hashimoto's thyroiditis in 2005 and parity 1 (daughter aged 25.). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2020 she experienced painful joints ("joint pain initially in the feet and hands then generalised and diffuse"), concentration impairment ("concentration disorders"), brain fog ("brain fog"), dizziness ("swaying sensation"), sjogren's syndrome ("sjogren syndrome (eyes and mouth)"), migraine with aura ("migraine with aura"), eye pain ("retro-orbital pain in the right eye"), intermenstrual bleeding ("metrorrhagia"), burning sensation of upper limb ("burning and tingling sensation in the hands"), paraesthesia ("burning and tingling sensation thigh & feet"), burning sensation of lower limb ("burning sensation in thigh & feet"), muscle spasms ("finger cramps"), hypersomnia ("hypersomnia"), insomnia ("insomnia"), middle insomnia ("middle insomnia"), thirst (" excessive thirst"), photophobia ("photophobia"), visual acuity reduced ("decreased visual acuity (-0.75 in each eye)"), functional gastrointestinal disorder ("functional bowel syndrome"), a first episode of vitamin d deficiency (" vitamin d deficiency"), abdominal distension ("bloating"), a first episode of tinnitus ("tinnitus"), vertigo ("vertigo") and orthostatic hypotension ("orthostatic hypotension"). In 2020 she experienced neuralgia (" neuropathic pain"). In (B)(6) 2024 she experienced cough ("coughing fit"). In (B)(6) 2024 she experienced amenorrhoea ("amenorrhoea"). On unknown date she experienced back pain (seriousness criterion medically important), erythromelalgia ("erythemalgia"), musculoskeletal stiffness ("feeling of morning stiffness"), neck pain ("neck pain"), musculoskeletal pain ("scapulagia"), gonalgia ("gonalgia"), erythema ("erythematous plaques on the temples and scalp"), erythrosis ("couperosis on the face"), raynaud's phenomenon ("former raynauds syndrome"), dry eye ("dry eyes"), dry mouth ("oral dryness"), vulvovaginal dryness ("vaginal dryness"), dry skin ("cutaneous xerosis"), medical device discomfort ("feeling of permanent discomfort"), premenstrual pain ("pre- and peri-menstrual pelvic pain."), crying ("painful background with paroxysmal attacks"), allodynia ("allodynia , pain numeric scale (nrs) 3"), nocturnal awakening ("multiple awakenings, especially at 3.00 a.m. And 4.00 a.m"), abnormal dreams ("crazy dreams"), presbyopia ("presbyopia"), pain in jaw ("mandibular pain"), parosmia ("hypernosmia"), aphasia ("word-finding deficit"), concentration impaired ("concentration impaired"), gastrointestinal motility disorder ("functional bowel syndrome with alternating between diarrhoea and constipation"), pyrexia ("subjective fever without temperature"), a second episode of tinnitus ("bilateral fluctuating tinnitus "), a second episode of vitamin d deficiency ("vitamin d deficiency") and fibromyalgia ("fibromyalgia-type chronic pain syndrome") and was found to have weight increased ("weight gain") and grip strength decreased ("fine grip disorders"). The patient was treated with laroxyl (amitriptyline hydrochloride). Essure treatment was not changed. At the time of the report, the outcomes for these events or their latest episode were unknown. No causality assessment was received for essure with regard to painful joints, brain fog, dizziness, concentration impairment, sjogren's syndrome, migraine with aura, eye pain, intermenstrual bleeding, amenorrhoea, burning sensation of upper limb, paraesthesia, burning sensation of lower limb, muscle spasms, hypersomnia, insomnia, middle insomnia, thirst, photophobia, visual acuity reduced, functional gastrointestinal disorder, the first episode of vitamin d deficiency, abdominal distension, the first episode of tinnitus, vertigo, orthostatic hypotension, cough, neuralgia, erythromelalgia, musculoskeletal stiffness, neck pain, musculoskeletal pain, back pain, gonalgia, erythema, erythrosis, raynaud's phenomenon, dry eye, dry mouth, vulvovaginal dryness, dry skin, medical device discomfort, premenstrual pain, crying, allodynia, nocturnal awakening, abnormal dreams, weight increased, presbyopia, pain in jaw, parosmia, aphasia, concentration impaired, grip strength decreased, gastrointestinal motility disorder, pyrexia, the second episode of tinnitus, the second episode of vitamin d deficiency or fibromyalgia. The reporter commented: in a relationship for 24 years and married for 14 years. 1 daughter aged 25. Lives in a single-storey house. Splits her activities adapted her home and vehicle. In summary, the patient presented with a picture of mixed diffuse pain with predominant neuropathic components, disabling and insomnia-causing pain. In view of the clinical picture, it is important not to ignore an associated connective tissue disorder, signs suggestive of ehler's danlos syndrome (eds). Rule out mast cell activation syndrome (mcas), small fibre neuropathy. I would like to thank you for agreeing to see in consultation for an opinion and management of her multiple pain syndrome with painful spikes in the back, hands, neck, currently especially behind the right eye and frequent migraines. Pain for several years the pain varies and becomes increasingly frequent, morning release in 20 to 30 minutes, exercises, running and gym will come with reports from her rheumatologist, endocrinologist, etc. Diagnostic results (normal ranges are provided in parenthesis if available): [angioscopy] on (B)(6) 2023: no abnormalities. [Anti-thyroid antibody] (date unknown): 18.4. [Blood thyroid stimulating hormone (0.35- 4.94)] (date unknown): 0.61. [C-reactive protein] (date unknown): neagtive. [Computerised tomogram] on (B)(6) 2024: no coronary artery disease (coronary artery disease - reporting and data system. [Computerised tomogram abdomen] on (B)(6) 2023: no visible abnormality explaining the symptoms. [Hepatitis b antibody] (date unknown): negative, [hepatitis c antibody] (date unknown): negative, [hiv test] (date unknown): negative, [scan brain] in 2023: nothing to report, [thyroxine (9- 19 pm)] (date unknown): 13.64, [treponema test] (date unknown): negative. [Ultrasound abdomen] on (B)(6) 2022: probable stone migration into the common bile duct? Indication for an abdominal CT scan in case of recurrence. [Ultrasound doppler] on (B)(6) 2019: functional venous insufficiency requiring treatment by elastic bandage combined with a venotonic to get through the summer heat. [Ultrasound pelvis] on (B)(6) 2020: normal pelvic ultrasound, namely no polyps or fibroids. Essure in place; on (B)(6) 2023: normal. [Ultrasound thyroid] on (B)(6) 2021: small thyroid whose appearance is in favour of thyroiditis. Nodular formation in contact with the posterior part of the lower third of the left thyroid lobe measured at 8x4x3 mm: parathyroid adenoma or thyroid. Lobulation, to be compared with the lab results [x-ray] on (B)(6) 2021: no arthropathy present. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Loin pain [loin pain], joint pain initially in the feet and hands then generalised and diffuse [painful joints], concentration disorders [concentration impairment], brain fog [brain fog], swaying sensation [swaying feeling], sjogren syndrome (eyes and mouth) [sjogren's syndrome] , migraine with aura [migraine with aura] , retro-orbital pain in the right eye [retro-orbital pain] , metrorrhagia [metrorrhagia] , amenorrhoea [amenorrhoea] , burning and tingling sensation in the hands [burning sensation of upper limb] , burning and tingling sensation thigh & feet [paraesthesia foot], burning sensation in thigh & feet [burning sensation of lower limb], finger cramps [finger cramps], hypersomnia [hypersomnia] , insomnia [insomnia] , middle insomnia [middle insomnia], excessive thirst [excessive thirst] , photophobia [photophobia] , decreased visual acuity (-0.75 in each eye) [visual acuity decreased] , functional bowel syndrome [functional bowel syndrome], vitamin d deficiency [vitamin d deficiency], bloating [bloating], tinnitus [tinnitus,] vertigo [vertigo] , orthostatic hypotension [orthostatic hypotension] , coughing fit [paroxysmal cough], neuropathic pain [neuropathic pain], erythermalgia [erythromelalgia] , feeling of morning stiffness [early morning stiffness] , neck pain [neck pain], scapulalgia [scapula pain], gonalgia [gonalgia] , erythematous plaques on the temples and scalp [localised erythema] , couperosis on the face [erythrosis], former raynauds syndrome [raynaud's syndrome], dry eyes [dry eyes] , oral dryness [oral dryness], vaginal dryness [vaginal dryness], cutaneous xerosis [skin xerosis], feeling of permanent discomfort [medical device discomfort], pre- and peri-menstrual pelvic pain. [Premenstrual pelvic pain], painful background with paroxysmal attacks [weeping] , allodynia, pain numeric scale (nrs) 3 [allodynia] , multiple awakenings, especially at 3.00 a.m. And 4.00 a.m [nocturnal awakening], crazy dreams [dreaming abnormal] , weight gain [weight gain] , presbyopia [presbyopia], mandibular pain [jawbone pain] , hypernosmia [hyperosmia], word-finding deficit [word finding difficulty], concentration impaired [concentration impaired], fine grip disorders [grip strength decreased], functional bowel syndrome with alternating between diarrhoea and constipation [alternation between constipation and diarrhoea] , subjective fever without temperature [subjective fever] , bilateral fluctuating tinnitus [tinnitus] , vitamin d deficiency [vitamin d deficiency], fibromyalgia-type chronic pain syndrome [muscular pain] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 03-apr-2025. The most recent information was received on 23-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("loin pain") in a 42-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of depressive episode in 2010, hashimoto's thyroiditis in 2005 and parity 1 (daughter aged 25.). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2020 she experienced painful joints ("joint pain initially in the feet and hands then generalised and diffuse"), concentration impairment ("concentration disorders"), brain fog ("brain fog"), dizziness ("swaying sensation"), sjogren's syndrome ("sjogren syndrome (eyes and mouth)"), migraine with aura ("migraine with aura"), eye pain ("retro-orbital pain in the right eye"), intermenstrual bleeding ("metrorrhagia"), burning sensation of upper limb ("burning and tingling sensation in the hands"), paraesthesia ("burning and tingling sensation thigh & feet"), burning sensation of lower limb ("burning sensation in thigh & feet"), muscle spasms ("finger cramps"), hypersomnia ("hypersomnia"), insomnia ("insomnia"), middle insomnia ("middle insomnia"), thirst (" excessive thirst"), photophobia ("photophobia"), visual acuity reduced ("decreased visual acuity (-0.75 in each eye)"), functional gastrointestinal disorder ("functional bowel syndrome"), a first episode of vitamin d deficiency (" vitamin d deficiency"), abdominal distension ("bloating"), a first episode of tinnitus ("tinnitus"), vertigo ("vertigo") and orthostatic hypotension ("orthostatic hypotension"). In 2020 she experienced neuralgia (" neuropathic pain"). In (B)(6) 2024 she experienced cough ("coughing fit"). In (B)(6) 2024 she experienced amenorrhoea ("amenorrhoea"). On unknown date she experienced back pain (seriousness criterion medically important), erythromelalgia ("erythermalgia"), musculoskeletal stiffness ("feeling of morning stiffness"), neck pain ("neck pain"), musculoskeletal pain ("scapulalgia"), gonalgia ("gonalgia"), erythema ("erythematous plaques on the temples and scalp"), erythrosis ("couperosis on the face"), raynaud's phenomenon ("former raynauds syndrome"), dry eye ("dry eyes"), dry mouth ("oral dryness"), vulvovaginal dryness ("vaginal dryness"), dry skin ("cutaneous xerosis"), medical device discomfort ("feeling of permanent discomfort"), premenstrual pain ("pre- and peri-menstrual pelvic pain."), crying ("painful background with paroxysmal attacks"), allodynia ("allodynia , pain numeric scale (nrs) 3"), nocturnal awakening ("multiple awakenings, especially at 3.00 a.m. And 4.00 a.m"), abnormal dreams ("crazy dreams"), presbyopia ("presbyopia"), pain in jaw ("mandibular pain"), parosmia ("hypernosmia"), aphasia ("word-finding deficit"), concentration impaired ("concentration impaired"), gastrointestinal motility disorder ("functional bowel syndrome with alternating between diarrhoea and constipation"), pyrexia ("subjective fever without temperature"), a second episode of tinnitus ("bilateral fluctuating tinnitus "), a second episode of vitamin d deficiency ("vitamin d deficiency") and fibromyalgia ("fibromyalgia-type chronic pain syndrome") and was found to have weight increased ("weight gain") and grip strength decreased ("fine grip disorders"). The patient was treated with laroxyl (amitriptyline hydrochloride). Essure treatment was not changed. At the time of the report, the outcomes for these events or their latest episode were unknown. No causality assessment was received for essure with regard to painful joints, brain fog, dizziness, concentration impairment, sjogren's syndrome, migraine with aura, eye pain, intermenstrual bleeding, amenorrhoea, burning sensation of upper limb, paraesthesia, burning sensation of lower limb, muscle spasms, hypersomnia, insomnia, middle insomnia, thirst, photophobia, visual acuity reduced, functional gastrointestinal disorder, the first episode of vitamin d deficiency, abdominal distension, the first episode of tinnitus, vertigo, orthostatic hypotension, cough, neuralgia, erythromelalgia, musculoskeletal stiffness, neck pain, musculoskeletal pain, back pain, gonalgia, erythema, erythrosis, raynaud's phenomenon, dry eye, dry mouth, vulvovaginal dryness, dry skin, medical device discomfort, premenstrual pain, crying, allodynia, nocturnal awakening, abnormal dreams, weight increased, presbyopia, pain in jaw, parosmia, aphasia, concentration impaired, grip strength decreased, gastrointestinal motility disorder, pyrexia, the second episode of tinnitus, the second episode of vitamin d deficiency or fibromyalgia. The reporter commented: in a relationship for 24 years and married for 14 years. 1 daughter aged 25. Lives in a single-storey house. Splits her activities adapted her home and vehicle in summary, the patient presented with a picture of mixed diffuse pain with predominant neuropathic components, disabling and insomnia-causing pain. In view of the clinical picture, it is important not to ignore an associated connective tissue disorder, signs suggestive of ehler's danlos syndrome (eds). Rule out mast cell activation syndrome (mcas), small fibre neuropathy. I would like to thank you for agreeing to see in consultation for an opinion and management of her multiple pain syndrome with painful spikes in the back, hands, neck, currently especially behind the right eye and frequent migraines. Pain for several years the pain varies and becomes increasingly frequent, morning release in 20 to 30 minutes, exercises, running and gym will come with reports from her rheumatologist, endocrinologist, etc. Diagnostic results (normal ranges are provided in parenthesis if available): [angioscopy] on (B)(6) 2023: no abnormalities. [Anti-thyroid antibody] (date unknown): 18.42. [Blood thyroid stimulating hormone (0.35- 4.94)] (date unknown): 0.61 [c-reactive protein] (date unknown): negative. [Computerised tomogram] on (B)(6) 2024: no coronary artery disease (coronary artery disease - reporting and data system. [Computerised tomogram abdomen] on (B)(6) 2023: no visible abnormality explaining the symptoms. [Hepatitis b antibody] (date unknown): negative. [Hepatitis c antibody] (date unknown): negative. [Hiv test] (date unknown): negative. [Scan brain] in 2023: nothing to report. [Thyroxine (9- 19 pm)] (date unknown): 13.64. [Treponema test] (date unknown): negative. [Ultrasound abdomen] on (B)(6) 2022: probable stone migration into the common bile duct? Indication for an abdominal CT scan in case of recurrence. [Ultrasound doppler] on (B)(6) 2019: functional venous insufficiency requiring treatment by elastic bandage combined with a venotonic to get through the summer heat [ultrasound pelvis] on (B)(6) 2020: normal pelvic ultrasound, namely no polyps or fibroids. Essure in place; on (B)(6) 2023: normal. [Ultrasound thyroid] on (B)(6) 2021: small thyroid whose appearance is in favour of thyroiditis. Nodular formation in contact with the posterior part of the lower third of the left thyroid lobe measured at 8x4x3 mm: parathyroid adenoma or thyroid. Lobulation, to be compared with the lab results [x-ray] on (B)(6) 2021: no arthropathy present. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-apr-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Metrorrhagia, loin pain, joint pain initially in the feet and hands then generalised and diffuse [painful joints], concentration disorders [concentration impairment], brain fog, swaying sensation, sjogren syndrome (eyes and mouth), migraine with aura, retro-orbital pain in the right eye [retro-orbital pain], amenorrhoea, burning and tingling sensation in the hands [burning sensation of upper limb], burning and tingling sensation thigh & feet [paraesthesia foot], burning sensation in thigh & feet [burning sensation of lower limb], finger cramps, hypersomnia, insomnia, middle insomnia, excessive thirst, photophobia, decreased visual acuity (-0.75 in each eye) [visual acuity decreased], functional bowel syndrome, vitamin d deficiency, bloating, tinnitus, vertigo, orthostatic hypotension, coughing fit [paroxysmal cough], neuropathic pain [neuropathic pain], erythemalgia, feeling of morning stiffness [early morning stiffness], neck pain, scapulagia [scapula pain], gonalgia, erythematous plaques on the temples and scalp [localised erythema], couperosis on the face [erythrosis], former raynauds syndrome [raynaud's syndrome], dry eyes [dry eyes], oral dryness, vaginal dryness, cutaneous xerosis [skin xerosis], feeling of permanent discomfort [medical device discomfort], pre- and peri-menstrual pelvic pain. [Premenstrual pelvic pain], painful background with paroxysmal attacks [weeping], allodynia, pain numeric scale (nrs) 3 [allodynia], multiple awakenings, especially at 3.00 a.m. And 4.00 a.m [nocturnal awakening], crazy dreams [dreaming abnormal], weight gain, presbyopia, mandibular pain [jawbone pain], hypernosmia, word-finding deficit, concentration impaired, fine grip disorders [grip strength decreased], functional bowel syndrome with alternating between diarrhoea and constipation [alternation between constipation and diarrhoea], subjective fever without temperature, bilateral fluctuating tinnitus, vitamin d deficiency, fibromyalgia-type chronic pain syndrome [muscular pain], irregular cycles (20 to 40 days) [irregular menstrual cycle], significant joint pain (shoulders, hands and feet) [painful joints], polyarthralgia (no synovitis) [polyarthralgia], hands swelling, transient moderate inflammatory syndrome, face erythema, asthenia, abdominal pain, abdominal pain upper, rheumatic disorder, orthosis user, photosensitivity reaction, fatigue, hypoaesthesia. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 03-apr-2025. The most recent information was received on 17-feb-2026. This spontaneous case was originally reported by a lawyer and describes the occurrence of intermenstrual bleeding ("metrorrhagia") and back pain ("loin pain") in a 42-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of depressive episode in 2010, hashimoto's thyroiditis in 2005 and multiple sclerosis, drug hypersensitivity, abdominoplasty, biliary colic, vaginal delivery and parity 1 (daughter aged 25.). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2020 she experienced intermenstrual bleeding (seriousness criterion intervention required), a first episode of painful joints ("joint pain initially in the feet and hands then generalised and diffuse"), concentration impairment ("concentration disorders"), brain fog ("brain fog"), dizziness ("swaying sensation"), sjogren's syndrome ("sjogren syndrome (eyes and mouth)"), migraine with aura ("migraine with aura"), eye pain ("retro-orbital pain in the right eye"), burning sensation of upper limb ("burning and tingling sensation in the hands"), paraesthesia ("burning and tingling sensation thigh & feet"), burning sensation of lower limb ("burning sensation in thigh & feet"), muscle spasms ("finger cramps"), hypersomnia ("hypersomnia"), insomnia ("insomnia"), middle insomnia ("middle insomnia"), thirst ("excessive thirst"), photophobia ("photophobia"), visual acuity reduced ("decreased visual acuity (-0.75 in each eye)"), functional gastrointestinal disorder ("functional bowel syndrome"), a first episode of vitamin d deficiency (" vitamin d deficiency"), abdominal distension ("bloating"), a first episode of tinnitus ("tinnitus"), vertigo ("vertigo") and orthostatic hypotension ("orthostatic hypotension"). In 2020 she experienced neuralgia (" neuropathic pain"). In (B)(6) 2024 she experienced cough ("coughing fit"). In (B)(6) 2024 she experienced amenorrhoea ("amenorrhoea"). Essure was removed on (B)(6) 2025. On unknown date she became an orthosis user ("orthosis user"), experienced back pain (seriousness criterion medically important), erythromelalgia ("erythemalgia"), musculoskeletal stiffness ("feeling of morning stiffness"), neck pain ("neck pain"), musculoskeletal pain ("scapulagia"), gonalgia ("gonalgia"), localised erythema ("erythematous plaques on the temples and scalp"), erythrosis ("couperosis on the face"), raynaud's phenomenon ("former raynauds syndrome"), dry eye ("dry eyes"), dry mouth ("oral dryness"), vulvovaginal dryness ("vaginal dryness"), dry skin ("cutaneous xerosis"), medical device discomfort ("feeling of permanent discomfort"), premenstrual pain ("pre- and peri-menstrual pelvic pain."), crying ("painful background with paroxysmal attacks"), allodynia ("allodynia, pain numeric scale (nrs) 3"), nocturnal awakening ("multiple awakenings, especially at 3.00 a.m. And 4.00 a.m"), abnormal dreams ("crazy dreams"), presbyopia ("presbyopia"), pain in jaw ("mandibular pain"), parosmia ("hypernosmia"), aphasia ("word-finding deficit"), concentration impaired ("concentration impaired"), gastrointestinal motility disorder ("functional bowel syndrome with alternating between diarrhoea and constipation"), pyrexia ("subjective fever without temperature"), a second episode of tinnitus ("bilateral fluctuating tinnitus "), a second episode of vitamin d deficiency ("vitamin d deficiency"), myalgia ("fibromyalgia-type chronic pain syndrome"), menstruation irregular ("irregular cycles (20 to 40 days)"), a second episode of painful joints ("significant joint pain (shoulders, hands and feet)"), polyarthralgia ("polyarthralgia (no synovitis)"), peripheral swelling ("hands swelling"), inflammation ("transient moderate inflammatory syndrome"), erythema facial ("face erythema"), asthenia ("asthenia"), abdominal pain ("abdominal pain"), abdominal pain upper ("abdominal pain upper"), rheumatic disorder ("rheumatic disorder"), photosensitivity reaction ("photosensitivity reaction"), fatigue ("fatigue") and hypoaesthesia ("hypoaesthesia") and was found to have weight increased ("weight gain") and grip strength decreased ("fine grip disorders"). The patient was treated with laroxyl (amitriptyline hydrochloride) as well as surgery (subtotal hysterectomy). At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered abdominal pain, abdominal pain upper, the second episode of painful joints, polyarthralgia, asthenia, erythema facial, fatigue, hypoaesthesia, inflammation, intermenstrual bleeding, menstruation irregular, orthosis user, peripheral swelling, photosensitivity reaction and rheumatic disorder to be related to essure administration. No causality assessment was received for essure with regard to the first episode of painful joints, brain fog, dizziness, concentration impairment, sjogren's syndrome, migraine with aura, eye pain, amenorrhoea, burning sensation of upper limb, paraesthesia, burning sensation of lower limb, muscle spasms, hypersomnia, insomnia, middle insomnia, thirst, photophobia, visual acuity reduced, functional gastrointestinal disorder, the first episode of vitamin d deficiency, abdominal distension, the first episode of tinnitus, vertigo, orthostatic hypotension, cough, neuralgia, erythromelalgia, musculoskeletal stiffness, neck pain, musculoskeletal pain, back pain, gonalgia, localised erythema, erythrosis, raynaud's phenomenon, dry eye, dry mouth, vulvovaginal dryness, dry skin, medical device discomfort, premenstrual pain, crying, allodynia, nocturnal awakening, abnormal dreams, weight increased, presbyopia, pain in jaw, parosmia, aphasia, concentration impaired, grip strength decreased, gastrointestinal motility disorder, pyrexia, the second episode of tinnitus, the second episode of vitamin d deficiency or myalgia. The reporter commented: in a relationship for 24 years and married for 14 years. 1 daughter aged 25. Lives in a single-storey house. Splits her activities. Adapted her home and vehicle. In summary, the patient presented with a picture of mixed diffuse pain with predominant neuropathic components, disabling and insomnia-causing pain. In view of the clinical picture, it is important not to ignore an associated connective tissue disorder, signs suggestive of ehler's danlos syndrome (eds). Rule out mast cell activation syndrome (mcas), small fibre neuropathy. I would like to thank you for agreeing to see in consultation for an opinion and management of her multiple pain syndrome with painful spikes in the back, hands, neck, currently especially behind the right eye and frequent migraines. Pain for several years the pain varies and becomes increasingly frequent, morning release in 20 to 30 minutes, exercises, running and gym will come with reports from her rheumatologist, endocrinologist, etc. Diagnostic results (normal ranges are provided in parenthesis if available): [angioscopy] on (B)(6) 2023: no abnormalities. [Anti-thyroid antibody] (date unknown): 18.42. [Blood thyroid stimulating hormone (0.35- 4.94)] (date unknown): 0.61. [C-reactive protein] (date unknown): neagtive. [Computerised tomogram] on (B)(6) 2024: no coronary artery disease (coronary artery disease - reporting and data system. [Computerised tomogram abdomen] on (B)(6) 2023: no visible abnormality explaining the symptoms. [Hepatitis b antibody] (date unknown): negative. [Hepatitis c antibody] (date unknown): negative. [Hiv test] (date unknown): negative. [Scan brain] in 2023: nothing to report. [Syphilis test] (date unknown): negative. [Thyroxine (9- 19 pm)] (date unknown): 13.64. [Ultrasound abdomen] on (B)(6) 2022: probable stone migration into the common bile duct? Indication for an abdominal CT scan in case of recurrence. [Ultrasound doppler] on (B)(6) 2019: functional venous insufficiency requiring treatment by elastic bandage combined with a venotonic to get through the summer heat [ultrasound pelvis] on (B)(6) 2020: normal pelvic ultrasound, namely no polyps or fibroids. Essure in place; on (B)(6) 2023: normal [ultrasound thyroid] on (B)(6) 2021: small thyroid whose appearance is in favour of thyroiditis. Nodular formation in contact with the posterior part of the lower third of the left thyroid lobe measured at 8x4x3 mm: parathyroid adenoma or thyroid lobulation, to be compared with the lab results [x-ray] on (B)(6) 2021: no arthropathy present. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-feb-2026: upon receipt of new follow up argus cases (B)(4) found to be duplicate of each other therefore argus case (B)(4) needs to be nullified from argus database. All source documents, references, events, reporters & all relevant information have been transferred to retention case (legacy device number 2951250-2026-00041). Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.